Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited elevated pacing impedances resutling from improper connections with the setscrews.